Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air was unable to be removed from the cartridge. Customer sterilized needle or changed needle to resolve the reported issue. There was no reported impact to customer's blood glucose.